Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Technical services (ts) recommended further lead testing. The lead remains in service. No adverse patient effects were reported.